Event description:
It was reported that during a post implant check, a chest x-ray revealed that the left ventricular lead had dislodged into the coronary sinus. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.